Event description:
Additional information was received that another alert was received via the remote home monitoring system which indicated another high out of range shock impedance measurement. Review of the measurements revealed that impedance was at 127 ohms. Boston scientific technical services (ts) was consulted and discussed that higher impedance measurements can be seen with single coil leads. The defibrillator and right ventricular (rv) lead remained in service. Approximately two and a half years later the defibrillator and a portion of the rv lead were returned following the patient's death. The patient's cause of death was noted to be reneal failure, pulimonary artery disease and cardiac arrest. There were no allegations agains the device relating to the patient's death.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that only two terminal leg portions of the lead were returned for analysis. The rest of the lead was not returned. A thorough evaluation of the severed lead was performed. The returned lead segments were subject to direct current resistance testing and passed on all paths, verifying that portion of the lead's electrical performance was intact. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations with the returned segment.

Event description:
Boston scientific received information that this right ventricular lead displayed a high shock impedance measurement of greater than 125 ohms. The physician will continue to monitor the lead and no remedial action will be taken at this time. No adverse patient effects were reported.